Event description:
Patient said that pen needles are not sharp and cause pain with injecting regardless of gauge. Pen needles are "flimsy". They bend easily and a lot of them get wasted because they are broken before even for injection.